Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during ongoing use, the right ventricle lead (rv) was explanted due to high threshold values. The device was replaced, and the procedure was completed without further complications. No adverse effects were reported. Additional information received from the field indicated the location of the lead is unknown, and therefore is not available for return.

Manufacturer narrative:
A request has been sent for device return. This report will be updated when the device is received, and analysis is completed.

Event description:
It was reported the right ventricle lead (rv) was explanted due to high threshold values. The device was replaced, and the procedure was completed without further complications. No adverse effects were reported.